Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of loss of power issue was confirmed with the retuned mobile power unit (serial # (B)(6)). The returned product was tested with laboratory equipment and the reported issue was reproduced. Visual inspection revealed damages/punctures on the outer insulation of the ac power cord and the 18-foot section of the patient cable assembly. Electrical measurement determined there was a short to shield condition with the patient cable assembly relating to the reported issue. The ac power cord passed electrical measurements and was unrelated to the reported issue. Dissection of the patient cable assembly revealed damages/punctures on the underlying wires that included the power wires. Shorting of the power wires to the shielding would have resulted in a loss of power with the cables. The data captured in the submitted log files is consistent with the analysis, which captured a loss of power from both black and white power cables. While the damages/punctures on the outer insulation appear to be animal bites, a root cause that attributed to the damages/punctures could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient plugged into their mobile power unit (mpu) it failed which caused the patient to switch to battery power. When the mpu was plugged into ac power, it did not start up and the yellow wrench light would just blink. When a controller was plugged into the mpu, there is no power to the controller. The type of alarm that occurred is unknown and no log files are available. It was noted that the mpu does have the power cord with the locking connector for ac power. No environment circumstances were reported. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.